Manufacturer narrative:
A steris service technician arrived at the facility and found a large puddle of water, greater than 3 feet wide, on the floor. The technician inspected the synergy washer and found water leaking from hose clamps located underneath the washer. The technician tightened the hose clamps, and ran several test cycles. During one of the test cycles, the technician observed that the unload door did not close properly. Further troubleshooting revealed that the basket stopper intermittently caused the unload door to jam, allowing water to leak from underneath the unload door. The technician adjusted the basket stopper and tested the unit. When it was found the leak remained after these repairs, the technician adjusted the unload door/cams, the air cylinder door rail/guides ran multiple test cycles and returned the unit to service. On (B)(6) 2013, the user facility reported that the unit was leaking from the sides of the unload door. The technician readjusted the door cams, applied lubrication to the door rail and adjusted the basket stops. The technician ran six test cycles, all of which completed successfully. The technician confirmed the unit as operational and returned the unit to service. No further leaks have been reported.

Event description:
The user facility reported their reliance washer was leaking water. There were no injuries or procedural delays/cancellations reported.